Event description:
The second pt c/o dizziness and was vomiting post treatment. He was given a total of 1,800 ml of saline. Based on the reported weights, saline given and what the machine had indicated was removed, there was a weight loss variance of approx 1.9 kg. There was no serious injury or illness.

Event description:
A dialysis facility reported that there was excessive fluid removal during hemodialysis treatments on two pts. The first pt c/o dizziness and was hypotensive post treatment. She was given 500 ml of saline. Based on the reported weights, saline given and what the machine had indicated was removed, there was a weight loss variance of approx 1.5 kg. There was no serious injury or illness.